Manufacturer narrative:
No frozen screen anomaly noted. However button error alarm due to moisture damage on button/keypad trace.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were not responding. The customer continued to receive the button error alarm after a two hour insulin pump rest. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.